Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified paclitaxel set leaked. It was not specified when in the process step this occurred. There was no patient involvement. No additional information is available.